Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment, with air visible in the arterial line. Partial rinseback was performed resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.